Event description:
Product analysis for the lead was completed and approved on 02/25/2016. Abraded openings were noted on the outer and the inner silicone tubing. Scanning electron microscopy images of the positive coil cut end show that pitting or electro-etching conditions have occurred at the cut end. The most likely cause for the observed pitting condition is that the generator was not programmed off at the time of explant, attempting to deliver therapy through an open electrical load. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.